Manufacturer narrative:
(B)(4): the customer reported that alarms for low heart rate were not sounding at the expected red sound but instead sounded as yellow alarms, resulting in a pt death. If this were to occur again, the potential for delayed response to the pt exists during a critical event. Based on the available data, the philips response center provided info to the customer regarding alarm functionality, however the customer has requested a field service engineer investigate the issue further. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that alarms for low heart rate were not sounding at the expected red sound be instead sounded as yellow alarms, resulting in a pt death.